Manufacturer narrative:
(B)(4).

Event description:
Information was received from a hcp (healthcare professional) regarding a patient receiving intrathecal baclofen 2000 mcg/ml via an implanted pump. The pump was programmed to deliver a dose of 450 mcg/day. The pump's IFU (indication for use) was listed as intractable spasticity and spinal cord injury/spinal cord disease. In (B)(6) 2015, the patient was hospitalized (the reporter did not know the reason) and the pump was interrogated. On (B)(6) 2015, the patient experienced a change in therapy effect specified as increased spasticity. Beginning (B)(6) 2015, the patient had pneumonia and was admitted to the hospital. The patient did not have pruritus but the patient was quadriplegic. There was no altered mental status noted. On (B)(6) 2015, when the hcp accessed the reservoir at the patient's bedside, it was "hard to access". Also, the first syringe had some blood in it, so she tried a second syringe and that was fine, but it was very difficult to aspirate the medication/took quite a long time to aspirate it all. The hcp knew the needle was in the reservoir fill port as she felt the needle hit the bottom of it. The hcp aspirated 19.6 mls which was the amount she was expecting. Patient outcome was not reported. Additional actions/interventions were not reported. Other medications the patient was taking at the time of the event were not provided. Other relevant medical history was not provided. The baclofen lot number or therapy dates were not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a nurse. It was reported that the pneumonia was in no way related to the patient&#38112;pump.